Manufacturer narrative:
The unit was received and a technician on the service floor found that the unit had no audio. A physical analysis was performed on the unit. There was some physical damage to the case noted. The unit was powered on by battery alone then the unit was connected to an ac adapter and powered on. In both cases the device powered on and ran through post with the led¿s working as normal but there were no audible tones during start-up. The unit was disassembled and checked for possible obvious visual damage and none was noted. The pcb (printed circuit board) was removed and examined under a microscope. U14 had been forced downward and all pins had pulled the pads of their respective traces off the board. For testing, the original pcb was replaced with a test unit. When the unit was powered on, the audible tones were present. A formal corrective and preventative action has been opened to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned with no complaint listed. Upon triage on (B)(6) 2017, the service tech found the unit had no audio during startup. No patient involved.